Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported that all of the buttons were intermittently unresponsive on the keypad. The buttons have to be pressed multiple times to elicit a response from the keypad. Additionally, when the buttons respond on the keypad, it rapidly scrolls through screens. The reporter denies damage to the keypad or exposure to moisture. The buttons do click and spring back as usual.